Event description:
It was reported that a driving cap sheared off during surgery. The surgeon was performing a trochanteric fixation nail (tfn) procedure for a fractured femur and during impaction with a mallet required for insertion of the nail, the driving cap sheared off of the radiolucent insertion handle. There was no delay in surgery and no patient adverse event. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: a driving cap (03.010.475 lot 7849380) was received fractured above the threaded connecting screw. The fractured component remained in the radiolucent insertion handle. The material at the fracture site appeared homogenous. The driving cap is a component of the suprapatellar insertion instruments which are part of the tibial nail system. Additionally, it is a supplementary instrument for the trochanteric fixation nail (tfn) system, for use with a radiolucent insertion handle. The returned driving cap, lot 7849380, was manufactured july, 2012. It was received with the connecting screw sheared off. There are hammer marks on the proximal end which matches the expected condition from use as this surface is intended to be hammered. There are also small nicks on the underside of the proximal cap. The overall returned condition is consistent with the expected result of excessive hammering amplified by having the driving cap not fully inserted. The complaint condition is a result of the method of use of the driving cap. The driving cap was manufactured prior to the release of the current drawing revision. Therefore, a review of the current edition of the design drawing was performed. The current design was found to be sufficient for its intended use and the previous design did not contribute to the complaint condition. Therefore, this complaint condition is not the result of a design deficiency. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument was received broken, the complaint is confirmed. The instrument failure is the result of method of use rather than a design deficiency. The device is therefore determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.